Event description:
Discordant, (B)(6) results were obtained on patient samples on an immulite 2000 instrument. The discordant results were reported to the physician(s) prior to confirmatory testing, and the physician(s) questioned the results. The samples resulted (B)(6) upon confirmatory testing, and the corrected results were reported to the physician(s). The laboratory staff received complaints about the (B)(6) results reported to the physician(s) not confirming (B)(6). There are no reports of patient intervention or adverse health consequences due to the (B)(6) results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting with the customer, the customer explained that the (B)(6) results are reported prior to confirmation testing. The instructions for use (IFU) for the immulite 2000 hbsag method states: "specimens found to be initially (B)(6) must be reassayed in duplicate to verify that the initially (B)(6) result is repeatable." The IFU also instructs customers that if they are reporting (B)(6) result prior to obtaining confirmation, the report should be annotated: "presumptively (B)(6), confirmation testing to follow". The tsc specialist informed the customer of the IFU specifications and provided information about alternative platforms and neutralization for (B)(6) samples. The cause of the customer reporting discordant, (B)(6) results prior to confirmatory testing is failure to follow instructions.